Event description:
Customer reported damage prolonged charging time and inability to hold charge. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting and no further follow-up actions were taken.